Event description:
As reported by the field clinical specialist, a transseptal transcatheter mitral valve replacement procedure was performed to replace a failing 31 mm medtronic mosaic surgical valve. A transcatheter heart valve was implanted mosaic valve, and the patient was sent to recovery in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).